Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump was corroded motor assembly noted during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump got exposed to water. The customer reported that there was fluid under the lcd. The customer reported that the insulin pump had crack. The customer reported that the insulin pump have been hitting the floor. The customer reported that the insulin pump was not working. The customer's blood glucose was 154 mg/dl at the time of incident. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.